Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system is stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to boot up. The frame grabber captures the video from the allura system. The rse advised the customer to reseat the grabber card. After reseating the grabber cards, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
T has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. Philips has started an investigation of this complaint.